Event description:
The customer reported the paddles button broke and failed to discharge. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the paddles button broke and failed to discharge. There was no reported pt involvement. The paddles were replaced to resolve the issue. The defective paddles were scrapped and could not be evaluated. We will consider this a malfunction of the paddles.